Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pain at the pocket site and above it. It had been hurting for approximately 2 months. Impedance testing showed contact 8 and 9 to be greater than 10000 ohms. These contacts were not being utilized in the programming and the patient was receiving pain relief from the system. Follow-up was performed but no new information was known. This event will be updated if additional information is received.

Event description:
It was reported that a high impedance value was seen on electrode 9 contact on the right side. The value was over 10,000 ohms. That electrode was not used in the device programming. Previous program used electrodes 10+, 11-, 12-, 13+. New electrode configuration was 12+, 13+, 14- for better coverage in patient's ankle and foot for radicular pain. No revision or explant was requested, wanted or planned for the lead. A pain at the pocket site was also reported. It was stated that the patient was very thin. Her implantable neurostimulator (ins) was on the right "flank." It was stated that lower left corner of the ins was "very prominent in patient's posterior," and "painful." No redness or swelling or signs of erosion were noted. The pain occurred when the patient was riding in a car or sitting in a hard chair for long periods of time and also during recharging. Using a spacer during recharging "felt better" and still achieved 8 bars on her recharge efficiency screen. Patient status at the time of this report was stated as alive with no injury/no adverse event. Reprogramming was done as stated above. There were no patient symptoms/injuries related to this event if additional information is received, a follow up report will be sent.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4) implanted: (b)(64) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from a consumer via a manufacturer's representative (rep) on 20-sep-2016 reported the patient had discomfort at her battery site which began in approximately (B)(6) 2016. Environmental/external/patient factors that may have led or contributed to the issue included the patient losing (B)(6) pounds. It was also noted that the battery "pokes her when driving." The patient's status at the time of this report was listed as "alive - no injury." Surgical intervention had not occurred and was not planned at the time of the report.